Manufacturer narrative:
The insulin pump received with rf pic failed selftest alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest. The blood glucose was not been below 200 mg/dl. The customer reported that they were able to successfully clear the alarm. The customer was able to complete rewind the insulin pump. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.